Event description:
Correction: the patient's hematoma was drained on (B)(6) 2018, not on (B)(6) 2020.

Manufacturer narrative:
Section g4: the date received by manufacturer was inadvertently left blank in the previous report. The correct date was aug 26, 2020. Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 lvas, serial number:(B)(6), and the reported events could not be conclusively established. The patient remained ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), until on (B)(6) 2018 when the patient ultimately expired. The pump was not returned for evaluation (reference MFR#: 2916596-2019-00019). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The hm3 lvas IFU lists bleeding, infection, and other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assis system. This document also lists infection and neurological dysfunction as potential late postimplant complications. The IFU provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information: b5. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Chest ultrasound showed increased hematoma size at implantable cardioverter-defibrillator (ICD) site which required hematoma drainage on (B)(6)2020. This occurred at left chest and mass did not appear to be infected. Exploration of chest pocket revealed copious gelatinous clot which was removed manually and with suction. The wound was closed with sutures, staples, and pressure dressing. Wound culture revealed no growth to date. Aspirin was already on hold, warfarin was restarted. The patient was discharged (B)(6)2018.

Manufacturer narrative:
Related manufacturer report number #2916596-2019-01648. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2018 to (B)(6) hospital after becoming delusional, incoherent, hallucinating, sleepy, and not answering the phone before she transferred to (B)(6) medical center on (B)(6) 2018. The patient was presented with acute encephalopathy consistent with prior episodes of altered mental status without focal deficits. Initially concerned she was infected. She was admitted on cefazolin for previous (B)(6). Vancomycin and zosyn were added, improving mental status and returning it to baseline. Blood cultures were (B)(6) for (B)(6), but there was concern for contamination. Repeat blood culture on (B)(6) 2018 showed no growth. Vancomycin and zosyn discontinued on (B)(6) 2018. CT scan on (B)(6) 2018. Cefazolin course was completed on (B)(6) 2018. Blood cultures on (B)(6) 2018 were normal. Hickman catheter discontinued. Patient remained afebrile with normal white blood cells at discharge. Cymbalta dose decreased, melatonin dose increased, allegra dose decreased, and tafazone stopped.